Event description:
During a procedure for diagnosis, the pull wires snapped when the forceps were opened. The device was removed from the patient and antoher unit was used to successfully obtain the biopsy. The patient's condition was reported as fine after the procedure. The device was received and evaluated by this manufacturer. It was found that both pullwires were broken. They are unable to determine a failure mode for the device. A lot history review showed no other complaints for this lot number. User technique and/or patient anatomy may have contributed to this event. However, they are unable to determine the relationship between this device and the reported event.